Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with cancer. The leveen superslim was being used for this procedure. When the needle was deployed after puncture, it was reported that it was unable to fully open. Another of the same device was then unpacked and the procedure was completed. There were no patient complications that were reported.